Event description:
It is reported that a customer was hospitalized for a high blood glucose level of 400 mg/dl. The customer was not wearing the insulin pump during their hospital stay. The customer complained of receiving a no delivery alarm as well as experiencing key pad issues on the buttons of their pump. The customer states that the buttons on their pump are not pressing. The customer was assisted with trouble shooting the keypad anomaly. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All operating currents were within specification and no unexpected battery alarms were noted. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The functional tests could not be completed due to the prime anomaly. Intermittent button response was also noted due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corners, cracked display window, cracked reservoir tube lip and cracked battery tube threads.